Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the stomach was stapled the first firing happened more or less 2 centimeters and the rest was not stapled. It was partially opened. The other loads worked normally. No injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted proximal end of the adapter was broken, the channel was observed to be severely damaged and the cartridge unit was noted to be disengaged from the channel detents. However, the condition of the unit observed showed that the unit was fully fired as there were no staples present in the cartridge and sled was fully advanced to the distal end. The anvil was also severely bowed on the right side. No damages were observed in the cartridge tabs. Functional testing could not be performed due to the state of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The investigation detected a secondary condition of misuse of the product that has no relationship to the reported incident. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.